Event description:
It was reported that removal difficulty occurred. An amplatz super stiff guidewire and flexima drainage catheter were selected for use. During the procedure, the flexima drainage catheter was successsfully placed over the amplatz guidewire. When the physician attempted to remove the amplatz guidewire, it was difficult to remove, and wire was entrapped inside the drainage catheter. The spring tip of the guidewire also unraveled. A clamp was used to remove the devices. There were no patient complications reported.